Manufacturer narrative:
Upon further review, this MFR 2938836-2019-17584 is retracted as the event for this product will be handled in its entirety in MFR 2938836-2019-17579.

Manufacturer narrative:
Additional information: the reported event was lead slack issue. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, a fluoroscopic imaging was conducted and a lead slack issue was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.